Event description:
It was reported that during an unknown procedure the ace36e jaw was disconnected. No patient consequences reported.

Manufacturer narrative:
(B)(4). The device was received with the 4-40 stud from the handpiece broken off inside the instrument. Further functional testing could not be performed. The broken 4-40 stud prevented the device from attaching to the handpiece. It could not be determined why did the 4-40 stud broke off from the hand piece. Possible causes that may have contributed to the 4-40 stud breaking off of the handpiece are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over-torquing or plastic torque wrench not used.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.